Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. Her mouth was dry and she was thirsty so she went to have a drink of tea. After she had tea, her bladder was going crazy. She had to constantly go to the bathroom. The patient did not feel stimulation and the therapy was on. The situation was not resolved. There were no trauma/falls related to the issue. The amplitude was increased from 3.4 to 4 volts and stimulation was not felt in the correct area. This occurred on (B)(6) 2016. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported an appointment was scheduled for (B)(6) 2016. It was noted that the increase of symptoms was due to having the urge to use the bathroom early in the morning.